Manufacturer narrative:
H3: device evaluation anticipated; but not yet begun. No conclusion can be drawn at this time.

Event description:
Left pneumenectomy procedure. Ralc30v dlu was connected to flexshaft and calibrated normally. Dlu had difficulty getting positioned so the pes100 was introduced. It did not calibrate. Device was positioned on the pulmonary artery and closed into firing range. When device was fired it jammed shortly into the firing sequence and the pc displayed "firing incomplete" dlu was opened revealing that it had not fired any staples or cut the vessel. There was a leak in the pulmonary artery and this led to sigificant blood loss. Vessel was sutured and case was completed with anothher device.